Event description:
The consumers' mother reported that her three children have been diagnosed with bacterial conjunctivitis following the use of this product in conjunction with contact lenses. She reported her children used the same bottle for two weeks and their eyes turned red. The optometrist prescribed antibiotic eyedrops and referred them to an ophthalmologist. Add'l info was received from the optometrist who reported the pts also had scattered infiltrates and superficial punctate keratitis (spk). He reported the pts discontinued use of the product and temporarily discontinued contact lens wear. The events have resolved. Add'l info has been requested from the ophthalmologist. There are three medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
Eval summary - no sample was returned by the customer. The complaint history was reviewed and there were three other complaints reported (two of these complaints were from the 3 family members using one bottle). Review of the compounding and filling MFR batch records (mbrs) showed them to be acceptable. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, and sanitization records were reviewed and found to be acceptable. A review of the stability data for all lots currently enrolled in the stability program was conducted and all lots remain within spec through product shelf life. Incoming component testing results for the bottles and closures were reviewed and found to be acceptable. This lot met all release criteria prior to product release. The root cause could not be determined at this time. Add'l info was requested on (B)(4) 2012 by phone, fax and mail. A completed questionnaire was received from the optometrist on (B)(4) 2012. A completed questionnaire has not been received from the ophthalmologist. (B)(4).